Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The replaced computer exhibited the same behavior and was returned to the manufacturer for analysis. Return testing was unable to verify allegation as computer functioned normally during all stages of testing with no problem found. The computer was fully functional. The reported event could not be duplicated by medtronic personnel and it was decided to return the entire navigation system. The navigation system passed performance testing, but the software became unresponsive after being in the cranial application for 1-2 hours. The system also had numerous "communication failure" error messages which coincided with the software becoming unresponsive. Conducted a write-mode "badblocks" test which failed in a way that points to a motherboard fault (probably either the pcie controller or the sata controller). If the failure were in the drive itself, the software should be able to reset the bus and retry the write, but that did not occur. The cpu core which was sending bytes to the sata port was actually completely shut down by the error, which indicates that the problem is almost certainly on the motherboard, and not the drive or the cabling. The reported event was confirmed.

Event description:
A medtronic representative reported that the navigation system was running slow and became unresponsive while attempting to set up for a cranial case. She had to perform a hard shutdown of the system. Surgeon was able to register the patient. However, she noticed that the system became unresponsive again and a ¿localizer not connected¿ error was displayed while in the navigation task. The surgeon was not yet actively navigating at this point. She had to perform another hard shutdown of the system. She created an archive of the patient and loaded it onto another navigation system and continued the case with navigation, without any further issues. There was no reported impact to the patient.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted to login screen as expected. The software application used in the reported event was launched and it performed as expected with no performance issues encountered. The computer data showed a healthy disk with no errors. The computer was used over an extended period with multiple reboots, app launches and navigation tasks initiated with no issues of slow or unresponsive behavior encountered. The computer was fully functional. The reported event could not be duplicated by medtronic personnel.